Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed a broken sensor wire on (B)(6) 2013.patient states that the wire detached from the sensor pod and was left in his skin when he pulled off the sensor. Patient stated that he then pulled the wire out with his fingers.at the time of contact with dexcom technical support, patient reported that he was feeling good. Patient did not report any injury or medical intervention.